Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service it was noted that the cutter could not be inserted into the device. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.